Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead has been dislodged for 7 years. It was also reported that the atrial and ventricular leads were reversed in the connector for the past 3 years when the implantable pulse generator was changed out. Both leads were removed and replaced. No patient complications have been reported as a result of this event.